Event description:
It was reported that there was a device reset error seen on the patient's carelink report. It was also reported that the battery voltage was inaccurate as a previously installed software update had been lost due to the reset error. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed there was a power on reset (por) parameters and device experienced a critical ram parity error por on (B)(4) 2012 in location "18 96." Device should be able to recover from the event and continue normal function. The save to disk review also found the software/system error appears to be a por.